Manufacturer narrative:
Device disposition not presently known.

Event description:
A perceval pvs 25 was implanted and explanted intraoperatively. No other information was provided.

Event description:
A perceval pvs25 was implanted and explanted on (B)(6), 2018. The physician's staff reported that there was no indication of device dysfunction in the operation report; however, the reason for explant was not known.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Based on the document review performed, no manufacturing deficiencies were identified. Furthermore, the physician's staff reported that there was no indication of device dysfunction (or the reason for explant) in the operation report. According to the information available to date, there is no indication of device dysfunction or an adverse event. However, if additional information is received in the future, the case will be re-assessed and appropriate investigative action will be taken. Disposition not known.